Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a surgical procedure on (B)(6) 2024, neuromonitoring indicated no motor response in lower extremities. As a result, the physician elected to explant the leads to address the issue. Motor response was regained.